Event description:
It was reported that an unspecified cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. No additional information was provided by the customer.